Event description:
It was reported that the pump began smoking. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.